Event description:
It was reported that; a primary surgery for infant scoliosis was performed on (B)(6) 2015. On (B)(6) 2016, third extension of the rods was performed. Then, a breakage of the extension connector was found and the revision of exchange of the connectors was performed on (B)(6) 2016.

Manufacturer narrative:
No device was returned for evaluation, so visual and functional inspection could not be performed. No relevant manufacturing issues were identified for the reported lot number as all units met stryker specifications. No x rays or additional information about the construct was provided therefore this cannot be confirmed. Without the device or xrays to confirm the root cause cannot be conclusively determined.

Event description:
It was reported that; a primary surgery for infant scoliosis was performed on (B)(6) 2015. On (B)(6) 2016, third extension of the rods was performed. Then, a breakage of the extension connector was found and the revision of exchange of the connectors was performed on (B)(6) 2016.